Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that per the reported issue, the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient demographics were refused to be provided by the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during the surgery, the medtronic pacemaker/crt-p, and it's deactivation blue magnet caused interruption to the em navigation field. The blue magnet was disturbing the me field. The magnet deactivates one of the functions of the pacemaker which should not happen during surgery. From the emitter info screen, all values had been higher than normal, registration and navigation were not possible. The surgery was completed with navigation and there was no reported impact on patient outcome.